Event description:
Small amount of smoke reported to be coming out from underneath head of bed area. Upon entering room a "burnt" smell was strong. Bed removed to the service of biomed and was replaced. Biomed determined a failed capacitor that got hot and started smoking.